Event description:
The customer obtained non-reproducible falsely elevated vitros tropl es results on multiple pt samples processed on a vitros eciq system on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Falsely elevated results were reported and corrected reports were issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostic inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the reagent metering subsystem, returning the vitros eciq to expected operation. Acceptable vitros tropl ed performance has been observed following the service activity. The root cause of the falsely vitros tropl es results if instrument related.